Event description:
It was reported that during the implant procedure, the stylet could not be inserted in to the lead again in order to control flexibility for maneuvering into position. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).